Event description:
Case report from (B)(6) reported as: "the relay plus (B)(4) implanted to aneurysm of the descending aorta (zone 4) on (B)(6) 2013. After six months later, a dissection has occurred at distal side of the implanted relay plus on (B)(6) 2014. The dissection will be observed w/o treatment at the moment based on the dr's judgement." Doctor's comment: "it seems that the relay plus distal radial force is too strong compared to competitor devices."